Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2025 and the ipads, patient cables, and bluetooth connections were attempted to be changed "without any luck". The system controller was exchanged. It was noted that the patient's last six events on their system controller were low flows. Log files were submitted for review and captured comm a and comm b controller fault flag events. These events were brief and did not last long enough to generate an alarm. These events were indicative of an issue with the two communication conductors (comm a and comm b) within the modular cable/driveline. It was likely that these frequent interruptions in communication were causing an error when attempting to download log files. The modular cable was exchanged along with another system controller exchange. It was noted that the "yellow line" on the modular cable was exposed prior to the exchange. Log files from the new equipment were attached and there were no additional comm faults recorded since the replacement system controller was connected. There were no further alarms since the controller and modular cable exchange. (B)(6) was only exchanged due to the modular cable exchange. The cause of the low flows was likely dehydration and hypertension, the patient was not symptomatic and the low flows resolved with antihypertensives and hydration.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication faults was confirmed via the log file. The reported event of a loose connection between the modular cable and pump inline connectors was unable to be confirmed. The associated system controller event log files were reviewed, and relevant timestamps spanned approximately 19 minutes (14:55:31 to 15:09:07 on (B)(6) 2025). From the beginning of the log file until 14:56:11 on (B)(6) 2025, intermittent communication a and communication b faults were active; however, these cleared quickly after arising, preventing an alarm from activating. At 14:56:12 on (B)(6) 2025, the driveline was disconnected for the system controller exchange, and the controller was shut down at 14:57:26. The pump maintained a speed within the expected range while the driveline was connected. The modular cable, lot number: 10263052, was tested with the returned system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Multiple log files were downloaded from the test pump and the system controller while manipulating the white power cable and the modular cable. The log files were downloaded without issue or interruption, and, upon review, were unremarkable. Additionally, it was noted during testing that the pump cable to modular cable connection was mechanically secure and firm, passing the yellow ring. The integrity of the internal wires of the returned modular cable was tested, and the modular cable passed without issue. The outer jacket and underlying layers were removed for inspection of the underlying wires at the damage sites, and no causes for the reported communication faults were observed. The module cable wires were set to a high potential and submerged in saline to increase the effects of insulation breakdown. A small area of breakdown was found within the communication a wire's insulation. This would not cause the driveline communication fault alarms. Provided information stated that the modular cable was exchanged after being advised to by technical services due to the potential damage. These instructions followed an exchange of only the returned system controller. Additional information stated that there have been no issues since the system controller and modular cable exchanges. The reported events were unable to be reproduced, and the root causes of the reported events could not be determined during this investigation. The relevant sections of the device history records for the heartmate 3 vad modular cable, lot number: 10263052, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.